Event description:
A healthcare facility in china reported that an mr290v vented autofeed humidification chamber provided with an rt206 adult ventilator circuit was found leaking water during use. Further inspection from the clinician identified a crack on the chamber. There was no reported patient harm.

Manufacturer narrative:
(B)(4) section g4: the rt206 adult ventilator circuit dual heated with mr290 autofeed chamber is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: we are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that an mr290v vented autofeed humidification chamber provided with an rt206 adult ventilator circuit was found leaking water during use. Further inspection from the clinician identified a crack on the chamber. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Section g4: the rt206 adult ventilator circuit dual heated with mr290 autofeed chamber is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: the subject mr290v vented autofeed humidification chamber provided with an rt206 adult ventilator circuit, additional information and photographs were requested to be provided to fisher & paykel (f&p) healthcare for analysis. Results: there was no response to f&p healthcare's requests for additional information on the reported event and return of the subject device. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported event. Every mr290v humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions for the rt206 adult ventilator circuit state the following: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.